Event description:
Patients¿ medication did not infuse. Pump showed that the volume had infused but the fluid was still in the bag. The patient had to stay almost an hour over. The pump was sent to clinical engineering for evaluation. Patient medication rate and name are unknown. Serial number of pump not available.